Event description:
During the procedure, the autosuture endo clip large 10 mm clip would not release. A second device was used without incident. It is unknown if the second device was the same or of a different lot number.